Event description:
It was reported to boston scientific corporation that a wallstent enteral endoprosthesis with unistep plus delivery system was used during a stent placement procedure. According to the complainant, during use the stent frayed. Another stent was used to complete the procedure (unknown device). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
A visual examination of the returned device confirmed that the stent wires were uncrossed at the flared end of the stent. The stent delivery system was not returned with the stent; a complete evaluation cannot be conducted, the cause of the reported event is unable to be determined. A lot history search was performed and revealed no other complaints reported on this lot number. A review of the device history record found no anomalies related to this complaint.

Event description:
Note: this report is a supplement to manufacturer report # 3005099803-2008-1782.

Manufacturer narrative:
Corrected data: 2005: initial MDR was: 2008 should have been: 2005.